Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received from the review of the post-mortem session records of the device indicated the patient was in degenerative ventricular fibrillation (vf) several hours before time of death with an agonal rhythm that was treated with anti-tachycardic pacing (atp) therapy, as high voltage therapy was aborted due to detecting a return to sinus rhythm, when the rate decreased following atp therapy. The programmed secure sense algorithm correctly detected undersensing on the discrimination channel when the r-wave amplitude was low. Technical support did not suspect any lead or device malfunction following the review of the session records and the electrical parameters were within normal limits. The primary and secondary cause of death have not yet been reported by the physician.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient, implanted with an ICD, presented to the emergency room and expired due to unknown cause. Inadequate therapy by the ICD has not yet been ruled out. Session records have been requested for review.